Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the lead was revised on (B)(6) 2012 due to "wire moving." It was noted the patient stated the lead "was in a strange place" and "they could feel the wire poking out." It was further noted the patient had no known falls or trauma. It was noted the implantable neurostimulator was placed in the left breast and the leads in the neck.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4). Product type: programmer, patient: product ID 37754, serial# (B)(4). Product type: recharger: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.